Event description:
Asku

Event description:
It was reported that an electrical reset occurred. The patient has been receiving radiation treatment. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the presence of power on reset (por) parameters. This por severity is low. The device should be able to fully recover after the reset. Parity errors are known to occur with high probability in patients who receive linear accelerator x-ray radiation for cancer therapy. Parity errors were recorded on (B)(4) 2010, (B)(4) 2010, (B)(4) 2010, & (B)(4) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.